Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: no samples returned. Preliminary analysis: · stock review: proceed to review the stock of this product code and lot number and verify that to date there are no available units. · quantity produced / imported: of this product code and lot number, a total of (B)(4) units were manufactured. · distributed quantity: the traceability of this product / batch is reviewed and it is identified that all the units manufactured were sold to (B)(4) customers from the cities of (B)(4); as well as an export to (B)(4). · background: proceed to review the database of claims and verify that to date there are no reports related to this lot and cause. · batch record: the documentation of the batch manufacturing was verified, verifying the control in process and control of finished product, and no deviations or alterations are identified during the process. · results for batch release: the results obtained for the release of the batch, in the resistance to the tension in the knot, fulfilled the requirements required for this type of suture. The following are the data: analysis of the sample(s): it is not possible to conduct an investigation to determine the cause of the incident without any samples. Conclusions: the claim is determined as "unconfirmed", as it is not possible to arrive at a conclusive conclusion about the incident presented as it does not have the sample object of the complaint. Remember that in order to carry out an appropriate evaluation in relation to a complaint, it is necessary to attach the sample subject to the complaint and / or if possible at least 5 units in closed packaging, to proceed with the corresponding analyzes. Actions: no corrective or preventive action is taken in this regard, as it was not possible to determine the cause of non-compliance.

Event description:
Country of complaint: (B)(6). It was reported that during surgery when the surgeon was tying the suture, it was frayed and it broke.